Event description:
The customer returned a maryland bipolar forceps instrument with no information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one conductor wire broken at the yaw pulley exit. The yaw pulley is missing a .210 inch by .060 inch piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Added range of motion on the grip likely created excess tension on the wire, causing it to break. Engineering also observed the distal end of the main tube to have a 1.5 inch long section with material removed on the side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.